Manufacturer narrative:
The exact date of death is unknown. It was known that the patient passed away 15 years ago. Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that the patient could flip their pump. The patient had developed a leak in the pump. The patient passed away from the leak in the pump issue. The patient had passed away about 15 years ago. The pump alarmed during the patient's funeral. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Event description:
Additional information received reported that patient did not have a mesh that secures the pump. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).